Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The reported field event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Sensing was found to be slightly off normal range. Noise reversion episodes in the ventricular channel were observed. The noise could not be reproduced with provocative testing. Device was explanted and replaced. Patient was well post-procedure.